Event description:
It was reported that on (B)(6) 2020 the lead was explanted, discarded and replaced. The patient was stable before during and after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a routine six-month follow-up appointment, intermittent lv lead capture was observed. There was no capture in the lv lead. It was also noted that the patient had fall and broke her arm when she slipped on ice. An x-ray was done which confirmed that the lv lead has moved out of position. The patient will be rescheduled in the next three months for reposition, the date is not yet available. The patient condition is fine.